Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd ser plastipak 5ml ll 40x8 al had leakage at the luer connection. The following information was provided by the initial reporter translated from spanish to english: (video) this is the incident that happened, and the same thing happens with the 5 and 10 ml ones. I received a report of failure in some syringes; I make the report by this email since I do not have access to pir. Code: 990408, lot: 4054801, expiry: 2029-02. The client comments the following: "and the doctors allege that it is not the same quality, because they received it in a green package that already came with a needle, and now it comes in this way and in another package. Anesthesia is the one who wants to slit my throat" "because there are already two patients who wake up in the middle of surgery." No further details provided.

Manufacturer narrative:
Video and photo received by our quality team for investigation. Through visual inspection, leak at luer is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Physical sample is required to further analyze. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.